Manufacturer narrative:
(B)(4). Batch #: unk. Additional information: lgbp628 kit components lots involved in the complaints: psee45a (x9529l, v94e9x); gst45w (760a62, 661a60); gst45b (687a64). Unknown which lot is for the complaint device psee45 both lots noted and manufacture record evaluation will be conducted. Lots for the gst45w and gst45b will be conducted as well. Additional information was requested, and the following was obtained: could you please provide the product codes used on this procedure? Lgbp628 kit:1 psee45a, 4 gst45b, 3 gst45w, 1 harh36, 1 2b12lt, 1 b5lt, 1 cb5lt, 1 pn120. Was any quality deficiency/non-conformance noted with the device before use, during use, during post-op examination or during re-operation if performed? No. What color cartridges were used throughout the creation of the jejunum-ileal anastomosis? Gst45w - white. Did the surgeon wait 15 seconds before firing and did the surgeon pulse fire? Unknow/n. Were any issues noted with staple formation throughout the care of patient? In hospitalization. After 12h from surgery. What was the anticoagulation regimen pre and post operatively? Unknown. Was the patient on any other drugs that may render them more prone to bleeding? According to the surgeon no. Was it a complete or partial dehiscence of the jejunum-ileal anastomosis? Parcial.. Presence of 1 vessel to bleed significantly to cause a serious low of hemoglobin and a big blood clot. What was done in the reintervention? They identify the site of the hemorrhage, remove the clot and redo the anastomosis. Could you please provide a timeline of events? The patient was operated on july 30, afternoon. The following morning, low hemoglobin was detected. Made transfusions. It was reoperated on july 31, in the early evening, after having performed CT/MRI that diagnosed a 10cm clot that blocked normal gi transit on july 31 afternoon. All bleedings occurred at the site of the latero-lateral jejunoileal anastomosis, using 1 gst45w and reinforced with j&j pds 3/0 (w9124). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the surgery, they found that there was dehiscence of the jejunum-ileal anastomosis and was bleeding profusely. They removed the clot and verified that the remaining gastric pouch and the entire path adjacent to the anastomosis harbored blood. 12 hours later the patient presented pain, abdominal swelling and blood count of 8, which indicates severe hemorrhage. CT and MRI were performed for diagnosis. And a 10 cm clot was observed that was preventing gastric transit. The patient was re-intervened approximately 24 hours later.